Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, to provide the completed investigation results. One opened 6 fr angio-seal vip device was received for product evaluation. The arteriotomy locator, hemostasis sheath, polyfoil pouch with carrier tube assembly were received along with header bag. Upon visual analysis, there was a deformation observed at the blood inlet hole of the arteriotomy locator. No other visual anomalies were observed. There were no anomalies with other components. The carrier tube assembly was returned in the polyfoil pouch unopened. Based on the returned device, the complaint could be confirmed for a kink at the blood inlet hole of the arteriotomy locator. The application of an off-axis force to the arteriotomy locator has been known to cause kinking. The arteriotomy locator is 100% inspected as part of document (B)(4) rev. Af for "tubing with kinks, nicks and/or damage tip." The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: supply chain coordinator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6fr angio-seal device was opened and not used during an unknown procedure because the stylet was kinked.